Manufacturer narrative:
Concomitant medical products: product ID:unknown lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there were no symptoms associated with the event.

Event description:
It was reported there was a revision of the stimulator. The battery turned and recharging was no longer possible. The stimulator was turned and the adaptor was positioned behind the stimulator. The event required hospitalization and was considered not serious by the clinical investigator and not related to the device or procedure. The event was recovered.